Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported high blood glucose. Customer's blood glucose was 504 mg/dl. Customer treated high blood glucose with insulin pump. Troubleshooting was done. Advised customer the 2 high blood glucose. Advised to change the entire set, reservoir and treat per health care provider's instruction. Customer's current blood glucose was 355 mg/dl. No further information provided.